Event description:
Customer reportedly rec'd results of 161 mg/dl on the device and 86 mg/dl from a lab draw within 10 minutes. No action was taken based on device results; patient is not a diabetic. No adverse event reported. Quality controls were run and were in range. Requested return of suspect device and replacement was sent.